Event description:
A customer reported a system message displayed before surgery. In preparation for the procedure, the patient had already received peribulbar anesthesia when it was decided to cancel the case. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and confirmed the system message reported. The host and air/fluid printed circuit board (pcb) was replaced, but the system message reported persisted. The company representative then replaced the pressure vacuum manifold which resolved the issue. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).